Event description:
Bur 2296-100-418 was used in the drill. After one minute into the surgery, the bur became loose and it bent. While removing the drill from the mouth, it cut the pt below the right side of the lip. The cut required 2 stitches.